Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had unexpected shut down (fentanyl) was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a fentanyl drip was being administered on a pump module and the pump module just shut off. Other modules were attached when the event occurred. This was reported to bd representatives during site visit. No patient harm reported but they did have to administer more sedation to the patient. No other details provided.